Manufacturer narrative:
H.6. Investigation: the DHR review process was not able to perform due to the lot number was unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken for the same part number throughout the last twelve months. No samples or pictures were received. According with this investigation there is no enough information provided from customer like a picture from the original packaging to determine the root cause of this non-conformance. As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, two additional complaints were received through the last twelve months for the same part number and issue, where it was concluded that there was not enough information provided to complete the investigation. Also, in accordance to issue reported these kind of damages (broken parts) could be caused for different conditions like a hard impact, a hit with a forklift at the time to load/unload or transportation issues etc.; that¿s why the evidence of the original packaging is needed to rule out that this issue was generated during the transit process or at the time to upload / download the material from the trailer box. H3 other text : see h.10.

Event description:
It was reported that the lid was damaged with a bd sharps collector 8 qt multi-use nestable. The following information was provided by the initial reporter, translated from japanese to english: a lid was damaged.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lid was damaged with a bd sharps collector 8 qt multi-use nestable. The following information was provided by the initial reporter, translated from (B)(6) to english: a lid was damaged.